Event description:
There was a 1mm hole in the side of a plastic bactalert mp bottle. Since the hole was covered by the product label, it was not seen on visual examination, and the bottle was inoculated and incubated. During incubation, blood and medium oozed through the hole saturating the label and dripping into the cell of the incubator.

Manufacturer narrative:
An investigation of this incident has been initiated. There were no adverse pt or healthcare worker events associated with this incident. However, there is the potential for adverse events were this to recur since the exposure to some mycobacterial samples can have significant health effects. Conclusions: unusual event.